Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Reported event: flare detached. Visual evaluation of the returned device revealed that the flare was detached, and the key tube was found outside the dongle assembly. One pronounced kink was found in the proximal section of the working length, near the device handle. The condition of the returned device rendered functional testing impossible. The complainant's report was confirmed; the detached flare prevented device extension. A definitive root cause of the identified defects could not be determined from the information available. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2011. According to the complainant, the snare loop would not extend from the sheath when the handle was actuated. No bends or kinks were noted along the working length, nor was any other visible damage. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.